Manufacturer narrative:
Device received with frozen screen and no button response due to due to flattened dome switch on esc, act and up arrow button and connector was unlocked on lcd board noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump button was unresponsive. Customer observe time clock for one minute and time not advances. Customer reported an alarm occurred during the time the buttons stopped responding. Screen not blank after inserting new battery. Customer verified the time clock was not advancing with no frozen display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.